Manufacturer narrative:
An olympus field service engineer is scheduled to evaluate the device onsite. No further information is available at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported intermittent image loss on the monitor. The user had finished the procedure and was withdrawing the scope when the device lost the image. This did not impact the patient or the procedure in any way. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the event. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time.

Event description:
The procedure was a routine diagnostic colonoscopy. The device was inspected before use and was functioning properly. The event was not the first time that the device was used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned but an evaluation was completed for it onsite by an olympus field service engineer. During inspection, the olympus field service engineer confirmed the reported event, there was an intermittent image due to a faulty video cable. Once replaced, the device worked according to specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed an intermittent image most likely due to a faulty video cable. The specific root cause of the faulty video cable could not be determined at this time. Olympus will continue to monitor field performance for this device.